Manufacturer narrative:
The abbott field service representative (fsr) inspected the instrument and replaced the alnty c-series cuvette. Replacement of the part resolved the issue. Return testing was not completed as returns were not available. A review of service history for the alinity (B)(6) did not identify any contributing factors to the current complaint. There have been no further occurrences of discrepant results documented after the part was replaced. A review of tracking and trending for the alnty c-series cuvette did not identify any trends. A review of tracking and trending for the alinity c did not identify any trends for the complaint issue. Manufacturing documentation was reviewed, and no issues were identified. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the alnty c-series cuvette was identified.

Manufacturer narrative:
Completed information: patient identifier: (B)(6). Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium and calcium results generated on the alinity c processing module for three patients. The following data was provided (customer¿s reference range: sodium = 136 to 144 mmol/l, calcium = 8.4 to 10.5 mg/dl): on (B)(6) 2020 sid (B)(6) initial sodium result = 119 mmol/l. The patient was admitted to the hospital for hyponatremia and a new sample was collected which generated results within the normal range. The original sample was repeated on an alinity at another laboratory and generated normal results of 137 mg/dl. Sid (B)(6) initial result = 4.7 mg/dl, repeat = 8.9 mg/dl, repeat on another instrument = 8.8 mg/dl. Sid (B)(6) initial result = 5.4 mg/d, repeat = 9.0 mg/dl, repeat on another instrument = 8.9 mg/dl. No additional impact to patient management was reported.